Manufacturer narrative:
The company service rep examined the system and replaced the power supply, pcb and communication cable. The system was then tested and met all product specifications. Another call was received for the same system message. The company service rep examined the system and replaced the host module. Additional parts have been ordered. The customer was provided a loaner system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "pt impact unk" (no info). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed. The system was rebooted and the system message would not clear. Multiple attempts were made for more info and pt status with no response to date. The pt impact is unk.